Event description:
The moog curlin pump (B)(4) with a battery door (B)(4). The design of the door has a slide clamp to lock the battery door in place and prevent the batteries from falling out of the infusion pump. The (B)(4) pump is used on pediatric pts getting total parenteral nutrition, hydration, ivig antibiotics, chemotherapy or pain mgmt. The loss of battery cover prevents the pump from operating correctly and causing the infusion to stop and device malfunction. There have been multiple defective doors with interruption in therapy but no current harm. There is a design failure where the slide clamp separates falls off and the door no longer functions correctly. Multiple battery doors have been returned to the MFR with no reply of correction plan. Currently, an add'l 11 broken battery doors in possession. Dates of use: (B)(6) 2011. The door was redesigned but the new design is defective leading to many door replacements.